Event description:
It was reported that the user received an insulin occlusion alert on the ilet and observed a blood glucose of 266 mg/dl, then resumed delivery and was advised to replace infusion and reservoir supplies, which they planned to do. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention beyond routine troubleshooting, or hospitalization. Investigation included customer education and troubleshooting guidance to change the infusion set and related supplies. Investigation of this case revealed that an insulin delivery occlusion was suspected, with the infusion set and associated disposables as potential contributors, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.